Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the power brick was defective. The root causes of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use the battery charger/modem did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger/modem would not power on. The last pt to use this charger/modem did not report any problems.